Event description:
Device explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on anterior. Leak test and microscopic analysis was performed which identified, striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage.

Event description:
Healthcare professional reported, right side deflation. Healthcare later reported, "particles in valve". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.